Event description:
The device was used during an abdominal hysterectomy procedure. Reportedly, the staples did not lock. The surgeon applied another device to complete the procedure. The hosp has reported no pt injury occurred.